Manufacturer narrative:
Event conclusion the ICD was not returned to cpi for analysis. The ICD was returned to cpi two months after explant. When it was received at cpi the batteries were depleted beyond eol and the info stored in memory was lost due to the battery depletion. Therefore, the test results on this ICD were inconclusive.

Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had a battery status of eol after 35 months of implant and a manual capacitor reformation was terminated and would not complete. The ICD was removed.